Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: heater will not remain on when pressing the power button. For heater to remain on you must hold the power button down. If you let go of the power button it turns off.

Event description:
Customer complaint reported as: heater will not remain on when pressing the power button. For heater to remain on you must hold the power button down. If you let go of the power button it turns off.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.